Event description:
It was reported that the pt experienced a shocking and jolting sensation that occurred with positional changes. The pt also experienced poor communication between the pt programmer and the implantable neurostimulator. The pt had a large bandage present.

Manufacturer narrative:
(B) (4).